Event description:
Facility reported a drill bit broke during a metatarsal fusion; one broken fragment remains in the patient.

Manufacturer narrative:
The device history record was reviewed, device met all requirements at time of release. Manufacturing evaluated the device for diameter, material type and heat treatment and noted all results met specifications.